Event description:
Customer attempted to use the advantage device but found it had no power. The paramedics were called and tested customer at 42mg/dl on their device. Customer was given glucose gel. Requested return of suspect device and replacement was sent.